Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 150 mg/dl. It also reported that display is blank currently. It also reported that the display did not returned after insulin pump restart. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing.